Event description:
Pt used an unidentified nebulizer with a healthdyne sunmark nebulizer compressor to obtain relief from an asthma attack. She did not obtain relief and was taken to the hosp for medical treatment. Once admitted she was unconscious and not breathing. The emergency room personnel were able to resuscitate the pt.